Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) on (B)(6) 2014 was 51mg/dl with shakiness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient drank juice, ate yogurt and chips and bg went up to 114mg/dl last night and has been in normal range. The reporter stated that there were boluses that the patient did not give intentionally or were aware. Customer support (cs) reviewed bolus history and the reporter stated there are four boluses yesterday that they or the patient did not give. This report is being made due to the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings:. The last basal delivery and the last bolus delivery were on 01/17/2014. No unprogrammed boluses were delivered or recorded in the pump history during at 24hr duration test. The total daily dose adds up correctly. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No alarms occurred during testing. Investigators were unable to duplicate the reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.